Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. G2: foreign country - japan continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801075 sphere, serial/lot #: (B)(6), ubd: 26-aug-2027, UDI#: (B)(4); product ID: 8801075 sphere, serial/lot #: (B)(6), ubd: 26-aug-2027, UDI#: (B)(4). H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was poor recognition of the passive marker. Because the geometry error value was high, cleaning was performed; however, no improvement was observed. Improvement was achieved after replacement. The procedure was completed by continuing to use the navigation system. This issue caused less than 1 hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H2 additional information: updated b5 and section d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the geometry value became high, and tracking became impossible. The issue was a tracking issue.